Manufacturer narrative:
This report is filed february 5, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to a device problem. The patient was reimplanted with a new device during the same surgery.